Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, and prime/compromised force sensor system tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. Unable to perform occlusion test due to motor error alarm. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported that the insulin pump alarmed motor error after an infusion set change. The customer had a diabetic seizure and went to the hospital. The hospital had set the settings to deliver too much insulin in the early morning and the settings had to be changed. Troubleshooting was declined. Customer's blood glucose level was 5.3 mmol/l. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.